Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with ceftazidime (intraperitoneal, discontinued after 21 days) for the event. A day after the event onset, the patient began treatment with gentamicin (once per day, intraperitoneal, discontinued after 21 days) for the event. Eight days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause and hospitalization were not reported. The patient was treated with ceftazidime and gentamicin for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.